Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s cgm session expired just before a meal, the g6 required a warm-up period, the ilet was not connected to a cgm, and the user did not meal announce, after which blood glucose rose to over 400 mg/dl for approximately 1.5 to 2 hours; troubleshooting guidance included performing a manual blood glucose test and entering the value to maintain therapy during cgm warm-up and monitoring levels, with education provided on interim insulin access. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention, no outside assistance, and no alerts or alarms from the ilet while unpaired with the cgm. Investigation included complaint review and user education. Investigation of this case revealed hyperglycemia during a cgm warm-up period with no device alarms because the system was not receiving cgm data; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.